Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿ device remaims implanted.

Event description:
It was reported that the clinical patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient experienced pain that increased after a fall. It was further reported that patient received a cortisone injection on an unknown date.